Event description:
Per the audiologist, the patient reported a decrease in performance after a time of non use. The patient reportedly fell and hit his head on the implanted site. The results of an integrity test 2008 indicate electrode anomalies. Reprogramming of the external speech processor alleviated the issue for a short time. Explant and reimplantation is planned but had not taken place at the time of this report may 28, 2009.